Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device was admitted for cardioversion of atrial fibrillation. The patient was put under general anesthesia for a transesophageal echocardiogram procedure. Following the procedure, the anesthesist encountered difficulty waking the patient. The patient eventually coded in the electrophysiology lab, went into ventricular fibrillation (vf). The device sensed the arrhythmia, delivered two shocks which failed to convert. External defibrillation was performed and the patient was admitted to the critical care unit (ccu) where another external shock was delivered for an arrhythmia. The patients' electrophysiologist reported that the patient may have been hypoxic and may perform electrophysiology testing (ept) once the patient was stabilized to evaluate high defibrillation thresholds (dft).